Manufacturer narrative:
The access accutni+3 reagent was not returned for evaluation. All assay verifications met specifications. The assignable cause of the elevated, non-reproducible access accutni+3 result is unknown and cannot be determined with the information provided.

Event description:
The customer reported obtaining an elevated, non-reproducible troponin I (access accutni+3) result for one (1) patient obtained on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). An initial access accutni+3 result of 4.95 ng/ml was obtained on (B)(6) 2015 and was reported outside of the laboratory. The patient was transferred to another hospital and a (B)(6) troponin result was obtained. The customer reran the original sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system without re-centrifugation and a result of 0.00 ng/ml was generated. There was no report of additional change or impact to patient care or treatment in association with this event. The customer did not provide system parameter data such as calibration, quality control (qc) or system check; however, the customer did state that controls were performing within assay specifications. The sample was collected from the emergency room (ER) in a lithium heparin plasma gel separator tube. The customer was not aware if the collection tube was properly inverted or handled. The sample was centrifuged at 3500 revolutions per minute for 10 minutes at room temperature. No issues with sample integrity were reported by the customer.